Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data:h6 (investigation findings). Additional initial reporter name: (B)(6).

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Three (3) gfe attempts have been performed to obtain additional information. No responses were provided to the gfe attempts. This complaint will be closed if more information is received in regard to this complaint the investigation will be updated.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported by customer that before use the cs300 intra aortic balloon pump (iabp) had some problem with the display that was image disturbance. There was no patient involved.